Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states two nights ago realized getting a jolt feeling where felt like sticking finger in socket but was very noticeable it was happening however not as severe. Pt reports no falls however wondering if she bent or did something as the device has perfect up until 2 days ago. Pt states only in certain positions this will occur. Pt states yesterday texted rep who advised to have patient turn off system and charge and call her back. Pt states she's also been seeing the settings not available icon twice she has seen this. Pss reviewed what this means. The patient was redirected to their healthcare provider to further address the issue.